Manufacturer narrative:
(B)(4). Insulin pump received with bleeding and cracked lcd glass. Device received with minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell and the screen on the insulin pump broke. It was stated that the display is partial and there appears to be blue stains. Blood glucose value is 126 mg/dl. Nothing further reported.